Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy procedure, the surgeon articulated the jaws and clamped the tissue; however a strange sound was heard. They returned the device to the nurse, who checked that the handle indicator, the adapter indicator, and the cartridge indicator were all normally illuminated. Then the nurse returned the jaws to the straight position and removed the cartridge from the adapter, however the status indicators were illuminated blue and the adapter indicator was flashing. The nurse removed the adapter and the battery from the handle. They then re-inserted the battery, and the handle indicator was normally illuminated. They re-connected the adapter without touching the black release button, and the adapter indicator was normally illuminated. They then re-connected the cartridge; however the status indicators were illuminated blue. The surgeon pushed the blue button quickly three times to close the jaws, however could not close them. They tried to remove the cartridge; however the release button was stiff and was unable to be pulled back. Replaced by another device, the procedure was completed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.